Event description:
An ophthalmic surgeon reported that there have been several occurrences over the last month where the valved trocars have been leaking during vitreoretinal procedures. There has been no patient impact. Additional information and product samples have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. An effectiveness check will also be established and monitored upon completion of these actions. This complaint trend has been reviewed during the facility's complaint review board meeting and will continue to be reviewed for effectiveness of actions taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).